Manufacturer narrative:
This is a malfunction that was reported to fisher & paykel healthcare in a foreign country. The product is not sold in USA, but it is similar to the rt240, which is sold in the USA. The device is expected to be returned to fisher & paykel healthcare in a foreign country. Additional lot #061207.

Event description:
A hospital in a foreign country reported to us that a leak was detected at the leak test just after start-up of an rt340 adult breathing circuit. The report included 2 separate lots of the rt340 adult breathing circuit. No patient harm was reported.